Manufacturer narrative:
Awaiting initial service information. A follow up report will be filed when additional details become available.

Event description:
It was reported that the navigation computer, associated with the 9800 system, is not responding. Turn workstation off and an on again and received second message that not connected to dicom. Has to turn the system off and on again. It was also noted that the contrast needed adjustment. No patient injury was reported.